Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828814pl) was explanted on (B)(6) 2022 and could not confirm flow on the back table. The catheters were not clogged and were left implanted with a new valve replacement.

Manufacturer narrative:
Unique device identification (UDI): (B)(4) or (B)(4). Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected, no defects noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any flow issues with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no flow issues were noted with the valve.

Event description:
N/a.